Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm, but was not able to hear alarm due to alarm being too low. Customer's blood glucose was 500 mg/dl. Customer was advised to turn on vibrate. Customer declined troubleshooting.

Manufacturer narrative:
The initial report was created in error. The device is not manufacturer in medtronic.